Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors and performed bicarbonate buffer test. Both sensors failed for low readings.

Event description:
The customer reported via phone call that the insulin pump alarmed change sensor. The insulin pump went into threshold suspend when his blood glucose level was 397 mg/dl. The customer's sensor glucose reading was 105 mg/dl most of the day. The customer was advised that the device would be replaced and agreed to return the product for analysis.